Event description:
It was reported that the blue catheter snapped when the doctor tried to deploy the stent during a declot. The doctor encountered a great deal of resistance during the deployment attempt. The device was removed and a 9x60 device was used to successfully complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned to date. Based on the info available at this time, the results are inconclusive, and the root cause of the event is unk.